Manufacturer narrative:
Product event summary: analysis found that after the programmer had been powered up for several hours, it would intermittently shut down. The programmer battery was not charged, and was difficult to seat on to the battery contacts. A new battery was attempted, but would not seat on the contacts at all. The programmer's battery contacts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that even though the programmer was plugged in at all times, it would shut down during patient interrogations. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the battery and battery board connector. No anomalies were observed during visual inspection. Battery light emitting diode (led) analysis found no led indications. The battery was inserted into an operating programmer, the programmer charge led flashed. Ac power was removed from the programmer and the programmer shut down. The battery was reinserted into the programmer and a charge was attempted for 15 minutes. Ac power was removed from the programmer and the programmer shut down again. Battery analysis indicated a critical battery failure and a permanent failure. No anomalies were observed on the battery board connector. The battery board was installed into a known good battery chamber several times with no difficulties. No defect found. Conclusion: the battery pack would not charge, there was a battery pack failure. No anomalies found with the battery board connector. If information is provided in the future, a supplemental report will be issued.